Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The acute anemia event was not considered to be device related and possibly related to the implant procedure. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19sep2021 via order. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists bleeding and cardiac arrythmia as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Additionally, section 6 provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that sinus tachycardia was noted on (B)(6) 2021. The arrhythmia was attributed to acute anemia though it was noted that the patient had no history of sinus tachycardia prior to left ventricular assist device (lvad) implant. The arrhythmia was sustained but improved after transfusion of 1 unit of packed red blood cells. A fecal blood test did have a positive result on (B)(6) 2021 but there were never any signs of bleeding. The patient's anemia was stable and hemodynamics remained stable for the remainder of their hospitalization and did not require another transfusion.

Event description:
It was reported that the patient presented with significant drop of hemoglobin (6.9 mg/dl) and hematocrit (20.8%). Blood transfusions were given on (B)(6) 2021 and (B)(6) 2021. Hemodynamics had been stable with no overt signs of bleeding. The patient was transfused with 3 units of packed red blood cells (prbc) with appropriate response. The patient had not started anticoagulation as of (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.